Manufacturer narrative:
An event of right ventricular disc was trapped tricuspid valve and explant was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the device was noted to be oversized for the defect and successfully retrieved through transcatheter snare. Based on the information received, the cause of the reported incident could be by using larger device for the defect. However, it was noted that there was no indication of malfunction of the device.

Event description:
It was reported that on (B)(6) 2024, a 6mm amplatzer muscular vsd occluder was chosen for a high muscular ventricular septal defect (vsd) using an unknown size abbott delivery system. During procedure, when the device placed in the patient and released, but it was noted that the right ventricular (rv) disc was trapped tricuspid valve (tv) chordae tendinae. The device was noted to be oversized for the defect. The device removal via transcatheter snare was difficult as the defect was small, but the device was successfully retrieved. The patient remained hemodynamically stable throughout the procedure. The plan was made to later surgically close the defect. The patient was reported stable.